Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
The patient was scanned in the head first position with the sense head coil. The cables were besides the right arm of the patient; no protective measures were taken to separate the cable from the patient's arm. After the exam, a second degree burn with a size of approx 1x3 was found on the right arm, between the hand and the elbow. Investigation is ongoing, further details will follow.